Event description:
It was reported, the screen of the high-definition lcd monitor did not turn on. The issue occurred during inspection for use/set up in room. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.